Event description:
It was reported that the screen of the programmer was unresponsive to the stylus initially in the upper right corner and subsequently affecting the entire screen. It was noted calibration was carried out and different styluses were used to no avail. There was no patient involvement.

Manufacturer narrative:
Analysis was able to confirm the customer comment that the screen of the programmer was unresponsive to the stylus. It was noted that the screen was responsive to a known good stylus. The stylus was replaced and calibrated. A bent tab on power cord door was noted. A screw was noted in display latch. All found defective parts were replaced and all other identified issues were resolved. The programmer passed all final functional and systems tests. Date of event, report source month and year valid. If information is provided in the future, a supplemental report will be issued.